Event description:
The customer reported that the error ipc was not active, and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep redid the contact on the pc and reloaded the software. The system operates as intended.